Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had pocket pain and fluid discharge came out after the pocket was opened. No additional adverse patient effects reported. The ra lead was explanted.